Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device was running on its own without using the buttons. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device runs on its own without using buttons was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed the blade coupling check step. It was further observed that the oscillating head was damaged/cracked, and the motor¿s contact was damaged. The assignable root cause of this condition was determined to be component wear from normal use over time, and manufacturing method / process: procedures not adequately defined, material: incorrect specification (design), machine: inadequate design, management: inadequate/insufficient training, method / process: inadequate measurement. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.